Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that there was no misload reported. The infold was first noted at the initial deployment. A procedural delayed occurred as the infolded valve had to be recovered and the replacement valve implanted.

Manufacturer narrative:
Updated data: h6. Product analysis: the valve was discarded; therefore, analysis of the complaint device was not performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No other technical assessments were needed. There was no information to suggest a device quality deficiency may have caused or contributed to this event. No new or unexpected device or therapy issue was identified. This event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. Infolding of the valve frame is typically related to patient anatomical factors (ex. Calcification level, left ventricular outflow tract anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (ex. Pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the valve frame struts may cross over and catch on each other while being compressed, and potentially cause infolding. Based on assessment of the procedural image, a misload appeared to be present by overlap to node 4 of the valve frame. Thus, the root cause was deemed to be a misload, this is a use-error. Corrected data: d6b. In the initial medwatch report, an explant date was erroneously included; however, the complaint valve was not fully implanted. Therefore, the valve was not explanted, rather it was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with severe calcification and a native bicuspid valve, infolding was noted. The valve was withdrawn and replaced. There were no reported effects on hemodynamics. The replacement valve was implanted without complications. No adverse patient effects were reported. Additional information was received which confirmed that there was no misload reported. The infold was first noted at the initial deployment. A procedural delayed occurred as the infolded valve had to be recovered and the replacement valve implanted.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with severe calcification and a native bicuspid valve, infolding was noted. The valve was withdrawn and replaced. There were no reported effects on hemodynamics. The replacement valve was implanted without complications. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012079695); product type: delivery catheter system (dcs) product ID l-evprop34 (lot: 0012105308); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. It was reported that an infold occurred during the first deployment attempt. Images of the infold were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Fluoroscopic valve load inspection was performed and a misload appears to have been present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the misload was not identified which resulted in an infold. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.